Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis that was manifested by high fever and discoloration of the drain. The cause and treatment were not reported. The patient was hospitalized on the same day as the onset and was discharged ten days later. At the time of this report, the patient has recovered from the event. Action taken with pd therapy was not reported. No additional information is available.